Event description:
Patient complaining of an approximately 1 cm burn in the left axilla. Gentacin ointment was applied at the clinic, and prostandin ointment was applied at home from (B)(6) 2025 to (B)(6) 2025. As of (B)(6) 2025 the affected area is covered with a scab and the symptoms have improved. Medication has been discontinued.